Event description:
It was reported that the right ventricular lead was dislodged post implant. The lead had loss of capture and was under sensing. During the lead repositioning attempt, the physician experienced difficulty getting stylet down the lead lumen, and despite good positioning, the bipolar impedance was low and uni-polar impedance was high for the lead. When the lead was removed, lead conductor/insulation damaged was seen that was presumably caused by the instruments used during the repositioning. The lead was replaced by a new lead. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that all conductors are distorted, the proximal conductor had blood/body fluid (not obstructed), the outer insulation was torn, there was blood in/on the helix mechanism, and there was apparent explant damage.